Event description:
Patient reported "strong pain." Patient later reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "strong pain". Patient later reported, left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Patient reported "strong pain." Patient later reported left side rupture. Device has been explanted and replaced with a non-allergan device.